Event description:
The patient reported that his "third lead wire is disconnected". Additional information received indicated the lead "quit working," was fractured and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead analyzed.